Event description:
It was reported to philips that the device self-check defibrillation test item failed. There was no patient involvement.

Event description:
It was reported to philips that the device self-check defibrillation test item failed. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty therapy pca and capacitor. The fse replaced the therapy pca and capacitor. The device passed all performance assurance tests and was placed back into use with the customer. As multiple components were installed in the process of repairing the device, a definitive cause for the failure could not be determined.